Event description:
The customer reported when turning on, the device will not charge at times, also when turned on to charge it will make a noise. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.